Event description:
This spontaneous case was reported by a consumer from germany via social media. The reporter (consumer) reported using trojan magnum condoms. As per the reporter, "we bought your magnums and out of two 3 packs four condoms tore through intercourse. I caught a sti (sexually transmitted infection) due to that incident." As per the social media conversation, the reporter stated, "I have already been and now have chlamydia due those condoms torn". The reporter further stated, "I developed symptoms shortly after using the product. No additional information was available. Medical history and concomitant medication - unknown.

Manufacturer narrative:
Not avail.